Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that "something is wrong" with the dbs therapy. They couldn't give further information. They wanted an implant check. No symptoms were reported. No further complications were reported or anticipated with this event.